Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the replacement surgery was scheduled for this week tuesday (B)(6) 2022. Additional information was received from the manufacturer representative (rep). Rep called back and reported that pt had their ins replaced yesterday, (B)(6) 2022, and wanted a number to reference for returning the battery to the manufacturer for analysis of when their ins began turning off on its own. The information was provided to rep via email, and rep also referenced a number captured in this event. Rep also responded that the surgery date was (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-(B)(6) rtg0246004 (con, rep): information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt reports stim turning off unexpectedly. Pt typically intends to use stim 24/7. This issue started 6 wks ago and has been occurring about 2x/week. Pt knows stim shuts off because pt feels return of pain and will check her controller and stim will be off. Per tablet session report, stim use showing as 80%. No discharging of battery showing to explain stim being off (between dates of (B)(6)). Pt has 3 groups using 4 programs each. 2021-(B)(6) rtg0246004/update (rep): additional information was received from the manufacturer representative (rep). The called to follow-up on this case and provide an update. The rep indicated that the patient reported that the ins turned off on monday (B)(6) 2021. The patient reported that they noticed the change and checked the remote which showed that the ins was off. The patient indicated that they were not moving or doing anything that they could correlate to the ins turning off. The rep was not with the patient at the time of the follow-up call. 2022-(B)(6), e1 (rep): rep reported that they have not isolated the cause as to why the stimulator is turning off but rep can tell it happened again yesterday and they are still looking into it. They have a meeting with patient's hcp in two weeks. 2022-(B)(6) _e2 (rep): no new information. 2022-(B)(6) e3, rtg0276877: additional information from the rep indicated that the cause of the issue is undetermined. They stated that the ins is still turning off again. Technical services (ts) reviewed various items to look at such as recharging schedule, starting/ending battery levels for each session, checking the device usage looking for dates where therapy turned off due to low battery, if as is programmed look at transitions zones, changes in activity, ensure pt isn't touching the white button on controller, checking impedances. Consider having pt keep a diary of dates/times when stim is off, battery level at that time, activity pt was doing at the time. Rep will set up time with pt to review these details to see if it can be determined why this is happening.

Event description:
No new information was received. Log files were uploaded and sent to engineering for review. Rep called and inquired as to whether or not the pulled logs had been looked at. Caller notes that the pt states pt the issue has been occurring for months and months and continues to occur--the caller notes the pt is at the point where they are wanting to just remove/replace the device. The manufacturer's technical services specialist (tss) attached log files that had been reviewed with engineering. Tss reviewed that engineering found nothing remarkable in the log files and that an manufacturer file would be valuable to get if possible. Tss spoke with rep about the current status of this and the patient and patient's husband are pushing to get the ins replaced and they want the manufacturer to pay for the replacement. Tss reviewed warranty process with rep. (B)(6) 2022 (rep): ins replacement is being considered. Rep is working with the warranty process as needed. [See (B)(4) regarding the patient's impedance issues that were also mentioned on the call].

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that they have not isolated the cause as to why the stimulator is turning off but rep can tell it happened again yesterday and they are still looking into it. They have a meeting with patient's hcp in two weeks.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 01/11/2023 09:45:34 cst pli# 10 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing with insignificant anomalies observed. Continuation of d10: product ID 97745, serial# (B)(6), product type programmer. Patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The caller reported the patient continued to experience stimulation turning off at random times. Caller reported this had been occurring since implant. The caller reported patient is doing ok with stimulation, not excellent like before. Caller reported the patient had reached out to mdt rep with stimulation off on these dates: 8/23: see attached screen shot of the controller (B)(6) diary shows: no therapy unavailable dates. Caller reported recharging dates: (B)(6) : 43 minutes excellent coupling. Reviewed date on the controller is incorrect and to update the correct date. Caller reported the controller date is set on: 7/17 caller reported patient uses group c but has programmed group a; patient tried group a but did not work for her pain. Group b is empty. Suggest getting deleting the groups that patient is not using, groups a and b since patient only uses group c. Impedance interrogation: 0-7 n ormal reading. 11-13: avoid 1/11: 9750 ohms 1/13: 25040 ohms caller reports group c, patient is programmed with: program 1. Electrode 4/6: 590 ohms program 2. Electrode (B)(6) 2015 12/14: 720 ohms 12/15: 760 ohms 14/15: 560 ohms program 3. Electrode 1/2: 710 ohms pro gram 4. Electrode 10/12: 720 ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The called to follow-up on this case and provide an update. The rep indicated that the patient reported that the ins turned off on monday (B)(6) 2021. The patient reported that they noticed the change and checked the remote which showed that the ins was off. The patient indicated that they were not moving or doing anything that they could correlate to the ins turning off. The rep was not with the patient at the time of the follow-up call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Today, caller noticed the on/off button on the controller appears to have no tactile, which could possibly turn off the ins interaction. Will request replacement of controller. Patient indicated this button has been like that since implant. Patient does keep controller in carry case and the rep indicated that the case does not come in contact the controller button. The patient was sent out a replacement controller. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt reports stim turning off unexpectedly. Pt typically intends to use stim 24/7. This issue started 6 wks ago and has been occurring about 2x/week. Pt knows stim shuts off because pt feels return of pain and will check her controller and stim will be off. Per tablet session report, stim use showing as 80%. No discharging of battery showing to explain stim being off (between dates of 11/29-12/8). Pt has 3 groups using 4 programs each.